Event description:
Boston scientific received information that this patient experienced a syncopal episode and required the assistance of emergency medical services. The device registered one non-sustained ventricular tachycardia (vt) that revealed undersensing. The device was programmed to maximum sensitivity. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.